Manufacturer narrative:
The shell was returned for further evaluation. Dimensional evaluation of the returned device conformed to print specifications where measured. The screw holes of the shell were deformed. Device history records were reviewed for the lot code of the shell. No deviations or anomalies in the manufacturing process were noted. The reported device is used for treatment. The shell was used in an approved and compatible combination. Review of complaint history identified no previous complaints for the part-lot combination associated with the returned shell. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to cup loosening.

Manufacturer narrative:
(B)(4)